Event description:
It was reported that the unspecified bd¿ gravity IV set leaked during use. The following information was provided by the initial reporter: "I have received additional worrisome reports from the surgical center about different wards experiencing leakages as well, so that all clinics of the whole university hospital are now affected by this."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ gravity IV set leaked during use. The following information was provided by the initial reporter: "I have received additional worrisome reports from the surgical center about different wards experiencing leakages as well, so that all clinics of the whole university hospital are now affected by this."

Manufacturer narrative:
Correction: the following fields were corrected: g2: date received by manufacturer: 2022-01-18. H6: investigation summary : our quality engineer inspected the 1 sample of an unknown lot of material 394600 submitted for evaluation. The reported issue was not confirmed upon inspection and testing of the sample. During inspection there were no abnormal conditions or damages on the returned sample. The sample also underwent our internal leakage testing and during testing, did not show any leakage. Bd cannot confirm a manufacturing root cause of the defect since the defect was not confirmed during sample examination and testing. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ gravity IV set leaked during use. The following information was provided by the initial reporter: "I have received additional worrisome reports from the surgical center about different wards experiencing leakages as well, so that all clinics of the whole university hospital are now affected by this."

Manufacturer narrative:
After additional review it was determined that the following field needed to be corrected: g.4. Date received by manufacturer: 04-nov-2021.